Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) exhibited poor current of injury and inadequate capture thresholds. When the lp was being repositioned, the helix was sprung. A different lp was used to complete the procedure. There were no patient consequences.

Manufacturer narrative:
The reported event of stretched helix was confirmed. While the reported events of unspecified current of injury issue and inadequate capture could not be confirmed. The leadless pacemaker was returned for analysis. Visual inspection showed that the helix length was stretched out of specification consistent with force used in the procedure. Performed DHR review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted; the device passed all tests. Further analysis was performed, including output/capture verification, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.